Manufacturer narrative:
The lot number was provided and a lot history review was performed. The sample was returned for evaluation. The investigation is confirmed for break and retraction problem. The root cause could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of reported information indicates that model va8086, pta balloon dilatation catheter, allegedly experienced a break and a retraction problem. This information was received from a single source. This malfunctioned involved a (B)(6) year old female patient with no reported consequences. The patient's weight was not provided.